Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead complained of localized pain along the left side of their sternum with any outputs greater than 5 volts. An echocardiogram was performed and the patient was discharged. The patient returned with the same symptoms with any outputs greater than 3.5 v and then loss of capture was also noted in unipolar configuration. An echocardiogram was performed again which did not show an effusion. A lead perforation was noted. The patient was not pacemaker dependent. A revision was performed and the lead was repositioned on the patient¿s septum. No additional adverse patient effects were reported. The lead remains in service.